Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at proximal end, near the idler pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation related to the customer reported complaint: the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across both grip tip. There is not obvious damage to the conductor wire. However, the conductor wire was found broken at the proximal side of the monopolar curved scissors. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not working correctly. When applying cut energy, the scissors did not cut. The procedure was completed with no reported injury.